Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. Section d4 (primary UDI number) was updated based on extended investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue with the abbott diabetes care (adc) device was reported. The customer responded to repeated "lo" (< 40 mg/dl) alarms by consuming food, subsequently becoming jittery and unwell. No trend arrow was observed on the device. The customer went to the hospital, where a healthcare professional performed an EKG and measured a blood glucose level of 254 mg/dl with a professional meter, while the sensor scan showed 54 mg/dl. When plotted on a parkes grid, the results fell into the c zone, indicating a clinically significant difference. The sensor had been worn for 2 days. The customer received IV fluids for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue with the abbott diabetes care (adc) device was reported. The customer responded to repeated "lo" (< 40 mg/dl) alarms by consuming food, subsequently becoming jittery and unwell. No trend arrow was observed on the device. The customer went to the hospital, where a healthcare professional performed an EKG and measured a blood glucose level of 254 mg/dl with a professional meter, while the sensor scan showed 54 mg/dl. When plotted on a parkes grid, the results fell into the c zone, indicating a clinically significant difference. The sensor had been worn for 2 days. The customer received IV fluids for treatment. There was no report of death or permanent impairment associated with this event.